Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient had an allergic reaction and inflammation around the infusion set site where she inserts the cannula. The patient had symptoms of throbbing, pain, and skin hardening. The patient went to the doctor and received medical treatment. The patient was diagnosis with thrombophlebitis and had 2 nodules. The doctor prescribed her with allegra 180mg and nebacetin ointment for 6 days. The patient also used arnica ointment on her own. The patient did not go to the hospital.